Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube was damaged and the label was defective with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: defective marking x1. Damaged tube x1.

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-02-27 h.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective marking and a scratched tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and defective marking and a scratched tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tube was damaged and the label was defective with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: defective marking x1 damaged tube x1